Manufacturer narrative:
Concomitant medical product: product ID: ddmc3d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within three months post-implant, the right ventricular (rv) lead threshold was noted to have increased and become high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.